Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient reported having peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing stomach cramps and went to their primary care physician on (B)(6) 2023. The physician suspected the patient had colitis and prescribed antibiotics (no information provided). The patient contacted the pdrn on the same day and was instructed to supply a sample of pd effluent to check for peritonitis. The pd effluent appeared cloudy upon receipt. The patient was diagnosed with peritonitis on that date. The pd effluent culture resulted positive for streptococcus salivarius. The patient¿s antibiotic treatment is intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The cause of the peritonitis is unknown. The patient did not require hospitalization for this event. There was no report of any other issue with any fresenius product pertaining to this peritonitis event. No further information pertaining to the peritonitis event was available.